Event description:
Kimberly-clark received a report stating, "microcuff ett size 8 cuff in micu was leaking air,we had to replace leaking microcuff tube. The patient was intubated less than 24 hours." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record 10832.

Manufacturer narrative:
The review of the device history record is pending. Sample evaluation showed a leak from the cuff inflation line. A damaged area was noticed on the line. The damaged area of the inflation line was examined under magnification. This section appears to have been crimped or clamped, creating a small hole. This hole allows the air to escape from the cuff, causing deflation. Cause of the damage is not determined. No leaks noted in the cuff. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.